Event description:
It was reported that device did not meet expected longevity with an early warning alert. Surgical intervention took place to explant and replace the device on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.